Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke near the distal end while both the laser and the fiber were pointing straight ahead. The flexible ureteroscope was damaged. Before carrying on with the fiber, the flexible scope and the debris shield were all changed. The laser fired onto the ureteroscope and the scope was damaged. No pt injury was reported